Manufacturer narrative:
Eval summary: the iol product history records were reviewed and documentation indicates the product met release criteria monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Add'l info has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported an unsatisfactory outcome after toric intraocular lens (iol) implantation. The astigmatism was corrected; however, the result in the sphere was reported to be insufficient. According to the surgeon, the lens was not correctly positioned. Add'l info has been requested, but not received to date. This is one of two medical device reports being filed for this pt. This report is for the right eye.